Event description:
The device was used during a laparoscopic cholecystectomy. The clip fell into the pt. It was recovered from the pt. Doctor finished the case by using new one. There was no consequence to the pt.